Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cloudy was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
It was reported that there was low impedance on both the right ventricular (rv) and atrial leads. The rv lead was capped and replaced, and the atrial lead was reprogrammed to unipolar and remains in use. During the attempt to implant a new atrial lead, the physician was unable to get the second introducer down for the atrial lead. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/13/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.